Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation results when received. Lot number was not provided, therefore review of the manufacturing records could not be completed.

Event description:
It was reported that an unknown black particulate was found near the IV drip chamber before use. Inquired of patient demographics. Unable to be obtained. There were no patient complications reported.

Manufacturer narrative:
We received one single dpt-vamp flex kit in opened pouch for examination. The reported event of issue with the IV set was confirmed. Black marks were observed on the IV tubing surfaces near the spike. Black ink of graduation markers at the 7 cc and 10 cc area on the vamp flex syringe was found to be missing from some of the markers. Further examination found that the location of black marks on the IV tube and graduation of the vamp where the black ink came off matched where the kit was coiled . Above examination suggested that the black ink of graduation markers moved to the IV tubing surfaces. No particulate was observed throughout the kit during visual examination. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.